Event description:
It was reported that the patient received an appropriate shock for ventricular tachycardia (vt). Episodes of noise were detected on the right ventricular (rv) lead. The patient will be monitored; there were no adverse health consequences.